Event description:
Complainant indicated that the medics were monitoring a 76 year old male pt suffering from shortness of breath when the device shut down. The complainant indicated that the device then came back on again by itself. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.